Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and data, the fse determined that the cause of the discordant magnesium result was a failing mixer. The fse removed and replaced the mixer, ran an alignment and mix test and performed quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant magnesium (mg) result was generated by the dimension vista 500 system . The result was reported out of the laboratory and questioned by the attending physician. The patient was redrawn and the new sample was tested on the same system and yielded a result within expectations. A corrected report was issued. There were no reports of adverse health consequences or known patient intervention due to the discordant magnesium result.